Event description:
As reported, during a ureteroscopy with laser lithrotripsy, the basket of an ncircle tipless stone extractor would not open and close after very little manipulation. The device was tested prior to use and it functioned properly for a little while. A new basket was opened and used to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Manufacturer narrative:
As reported, during a ureteroscopy with laser lithrotripsy, the basket of an ncircle tipless stone extractor would not open and close after very little manipulation. The device was tested prior to use and it functioned properly for a little while. A new basket was opened and used to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use, manufacturing instructions, and quality control data. The device was returned in the shipping tray in an open package. The handle was in the open position, and the basket formation was in the closed position. The support sheath and the basket sheath were severed at the nose of the mlla (male luer lock adapter). The cannulated handle was exposed. The coil was exposed and kinked at the junction with the cannulated handle. The support sheath and basket sheath were still adhered in each other. The handle does not actuate the basket formation. The collet knob was tight, and the mlla was loose. There were multiple kinks throughout the basket sheath. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have a basket that was closed and could not be opened due to sheath damage. The basket sheath and support sheath were separated at the handle. Damage was also observed to the basket coil, with it being kinked. The cause for the damage was unknown. Excessive force may have been inadvertently applied to the device, however no information was known regarding device handling, therefore the cause of the issue could not be conclusively determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.